Event description:
The customer reported that the system would not produce an image. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.